Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain in the rib. X-rays showed that the lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was repositioned in the midline. Effective therapy was restored post operatively.